Event description:
Boston scientific received a voicemail from a physician that indicated they had received a red alert for a cardiac resynchronization therapy defibrillator (crt-d). No further information was provided and follow up was unable to be performed due to the lack of identifying information and nature of the call.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.